Event description:
On (B)(6) 2013, intuitive surgical inc (isi) received uf/importer report (B)(4) with the following event description: during the robotic case, the harmonic insert jaw tip broke off. The piece was retrieved with no apparent injury to the patient. The da vinci si surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. On (B)(6) 2013, isi contacted the risk management department at the site and obtained additional information regarding the reported event. According to the risk manager, she read the operative report for the case and did not see any evidence that an x-ray or additional surgical procedure was performed because of the reported issue. The risk manager indicated that the fragment was retrieved during the da vinci si surgical procedure. To her knowledge, the patient did not experience any intra-operative or post-operative complications because of the reported issue. Based on the information provided, this complaint is being reported due to the following conclusion: the surgical staff indicated that a fragment from the instrument insert broke off, fell into the patient, and was retrieved. At this time, there is no indication that the patient was harmed or injured because of the reported issue.